Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer passed away at home. The cause of death was a high blood glucose spike. The reporting party did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was 400 mg/dl at the time of death. The customer was most likely wearing the insulin pump at the time of death. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. It is unknown if the customer was using sensors. The customer was trained on the pump in (B)(6) 2019 but started using the pump on (B)(6) 2019, a day before they passed. The reporting party mentioned the next of kin had spoken to a lawyer about the retainer ring recall. The reporting party did not mention if the next of kin would return the insulin pump for analysis.